Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Review of the pictures provided noted metal debris, however, visual inspection of the returned product did not find any debris to perform additional evaluation. No packaging was returned for evaluation. Only the device was returned. The reported event was unverified. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI# (B)(6). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the customer that when they opened the sterile packaging of the instrument they found some residues of cutting inside the instrument packaging.